Manufacturer narrative:
(B)(4). UDI number: (B)(4).

Event description:
It was reported "doctor noticed a crack in the hub of the introducer needle prior to using. He noticed air leaking through hub." The user opened a second set to complete procedure. There was no patient involvement. No patient harm or injury.

Manufacturer narrative:
(B)(4). UDI number: (B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. Visual inspection of the customer photo revealed a crack on the needle hub. A device history record review was performed, and no relevant findings were identified. The failure mode identified is consistent with the failure mode investigated under a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. A CAPA was implemented on 23-aug-2023 to address the issue of the cracked needle hub. The implementation date occurred after the last goods receipt of the needle hub batches (dec 2022) involved with this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "doctor noticed a crack in the hub of the introducer needle prior to using. He noticed air leaking through hub." The user opened a second set to complete procedure. There was no patient involvement. No patient harm or injury.